Manufacturer narrative:
Issue confirmed by customer.

Event description:
It was reported to philips that during the daily inspection, the device shows low power and cannot be used. There was no reported patient involvement. The customer determined the cause of the reported issue was the battery and ordered a replacement battery through a third party. No philips support was provided. The customer replaced the battery resolving the reported issue and the device remains at the customer's site. No further action is warranted at this time.